Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI isp implantable port attached to a groshong catheter was received for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. Gross examination of the port body showed minor puncture access of the port septum and distinct curvature of the attached catheter. Under microscopic observation, the proximal end of the loaded cath-lock was noted to be deformed as tool damage was noted throughout. The port was patent to both infusion and aspiration without issue. No leaks were observed. Therefore the investigation is unconfirmed for the reported leak issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: h6 (method, result, conclusion) . H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, the device allegedly had a subcutaneous leakage. There was no reported patient injury.

Event description:
It was reported that sometimes post a port placement, the device allegedly had a subcutaneous leakage. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.